Event description:
Bulb syringe not holding suction.

Manufacturer narrative:
It was reported that the sytinge is not holding suction. Due to this, it "pours lavage onto patient when tipped over." No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.